Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 571 mg/dl at the time of the event. Another blood glucose value was 136 mg/dl. The customer stated that the insulin pump was damaged and had a cracked at the back. Customer reported that they taken correction bolus though injections. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting for high blood glucose was partially performed. The auto mode feature was not active at the time of the event. Troubleshooting for pump damage was performed and found no damage in the infusion set, reservoir, and retainer ring. No further patient complications were reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring=4.11e case type=ngp. Customer complained on (B)(6), 2022 the insulin pump is under delivering and experiencing high bg. Complained the battery compartment and retainer ring is cracked. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test test at 0.08840 inches. No over/under delivery anomalies noted during testing. Device successfully downloaded to thus and carelink. Confirmed 22.225 device of normal bolus was delivered on november 06, 2022 between 02:46:21.000 and 23:41:58.000. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads, stained keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Insulin pump passed functional testing and no under delivery anomalies noted during testing. Confirmed cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. No damaged or missing retainer ring noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.